Manufacturer narrative:
H.6 investigation summary: bd received two unsealed 24-gauge insyte autoguard blood control winged units from lot 2262284 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that both needles were bent. There appeared to be no damage to the needle covers. Next, a leak test was performed on both units but no leakage was observed. Finally, the engineer observed that both units were already retracted inside of the needle grip and the catheters were separated from the device. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc shielded IV catheter prematurely slides off. The following information was provided by the initial reporter: additional information from investigation (18/7/23): investigation found a new defect of needle bent and determined that the catheter released prematurely instead of catheter broke/separated before placement.